Event description:
Customer reported that system failed to raise or lower, and system also would not function in mag 2 mode.

Manufacturer narrative:
Gehc service personnel replaced ps3 power supply and repaired broken wire, tested system by repeatedly raising and lowering column, and fluoroing in mag 2. System functions as intended.